Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: 1.aw-cylinder (tube) has foreign objects. (White foreign material). 2.aw-tube has foreign objects. (White foreign material). 3.nozzle has foreign objects. 4.universal cord has foreign objects. Based on the results of the investigation, the foreign material was likely caused by known inherent risk; however, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a foreign object present in the suction channel. The issue was identified during reprocessing. There were no reports of patient involvement.¿